Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and the alleged condition was verified. The graphical user interface (gui) printed circuit board (pcb) and the backlight inverter harness were replaced. The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator had an erratic display. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.